Event description:
It was reported that during a da vinci whipple procedure, a broken cable was identified on the large suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip close cable to be frayed at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist and measured approximately .137. The other cables at the wrist were not damaged. Failure analysis investigation also found that the instrument's distal pulleys exhibited multiple indentations around the edge of the top pulley. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a frayed grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.